Manufacturer narrative:
This complaint was made to the manufacturer more than 3 years after the date of use, with insufficient information upon which to identify the product lot number or expiration date. Product part number is surmised, based upon the description provided in the complaint. In view of the published risk of shoulder chondrolysis, and in advance of the (B)(4) 2009 FDA chondrolysis safety alert, labeling for this product was updated (B)(4) 2008, to include a warning not to place the catheter tip in joint spaces.

Event description:
Complaint rec'd as a legal complaint against symbios medical products. The details listed here are extracted from that complaint. "Plaintiff underwent a left shoulder arthroscopic surgery in (B)(6) on (B)(6), 2007. Based on information and belief, a "symbios" pain pump was filled with 100 ml of .5% marcaine (bupivacaine). The pain pump's catheter was implanted directly into plaintiff's left shoulder joint space at the conclusion of her (B)(6), 2007 surgery. As a result, plaintiff suffered narrowing of the joint space of her left shoulder and/or a condition called "chondrolysis".